Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. Stryker replaced ui pcba to resolve the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. Stryker further evaluated the removed ui pcb assembly and determined that the cause of the reported issue was due to cracked and shorted capacitor, c181.

Event description:
The customer contacted stryker to report that their device was booting up with a completely white display. A white display can be indicative of a device lock up condition. As a result, defibrillation therapy may be unavailable, if it is needed. There was no patient involvement reported with the event.